Event description:
It was reported that the level sensor was reading full so unplugged level sensor to fill the arctic sun device. After sanitization cycle was completed, sensor was reading correctly. Top card was loose and was missing screw. The unit filled normally, level sensor functions properly, and the input output card would be re inserted to card cage and screw would be replaced. The power inlet module and cca card show signs of and electrical overstress and require replacement. All tank tubing were expanded and requires replacement . During repair no flow was observed during the functional verification, so the flow meter was replaced and functions properly. As per sample evaluation results received on 29mar2023, it was reported that the tank tubing such as double bend tube and l shape formed tube were found be expanded. It was stated that the double bend tube and l shape formed tube were replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the level sensor was reading full, so unplugged level sensor to fill the arctic sun device. After sanitization cycle was completed, sensor was reading correctly. Top card was loose and was missing screw. The unit filled normally, level sensor functions properly, and the input output card would be re inserted to card cage and screw would be replaced. The power inlet module and cca card show signs of electrical overstress and require replacement. All tank tubing were expanded and requires replacement. During repair no flow was observed during the functional verification, so the flow meter was replaced and functions properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.